Event description:
On (B)(6) 2010, a customer contacted haemonetics to report that the orthopat machine would not power on. No do not or operator injury or reaction was reported.

Manufacturer narrative:
Upon eval of the device the reported problem was verified and was caused by a blood spill. The machine was decontaminated and the components which were damaged were replaced including the power supply and the centrifuge. The machine is now ready for use, this report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).